Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/07/2018 that on (B)(6) 2018, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2018. No additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined.